Event description:
As reported, the patient underwent hiatal hernia repair on (B)(6) 2024 with the implant of a phasix st mesh. Reportedly, the mesh was placed with 3 mm of space between the esophagus and mesh. As reported 4 weeks post implant, the mesh eroded into the esophagus resulting in the need for an esophagectomy. As reported, the patient had been compromised, with an unknown cause or condition, prior to the implant procedure and was intubated.

Manufacturer narrative:
As reported, the phasix st mesh eroded into the patient's esophagus. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. The warning section of the instructions-for-use, supplied with the device, states, ¿for hiatal hernia repair, the use of phasix st mesh circumferentially around the esophagus is not recommended. The adverse reactions section states, ¿possible complications in hiatal hernia repair may include esophageal erosion. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.